Manufacturer narrative:
E1: initial reporter phone no. (B)(6). H11: the device was received for evaluation. During functional testing, the reported problem "downstream occlusion issue" was not reproduced. Evaluation sent the device to flow lines for downstream occlusion testing and the device passed. A review of the event history log revealed "downstream occlusion!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the force sensor no tube and scale factor are out of specification. The force sensor no tube and scale factor required to be recalibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed downstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.